Event description:
A review of service data detected a reportable problem. During servicing, battery charger/modem sn (B)(4) was resetting. The last pt to use this battery charger/modem did not report any deficiencies.

Manufacturer narrative:
Device eval summary: device eval of battery charger/modem sn (B)(4) has been completed. Upon eval the battery charger/modem was constantly resetting. The cause for the resets was isolated to a defective u13 (cmos flash micro-controller). The cause for the defective u13 component was a shorted q5 (60v, 115ma surface mount transistor). The root cause for the shorted q5 component could not be positively identified. No adverse event resulted from the defective battery/charger modem. The last pt to use this battery charger/modem did not report any deficiencies.